Event description:
It was initially reported by a nurse that he was having communication difficulties using his programming system. Further information was received form the nurse indicating that troubleshooting consisted of checking wand's battery which was ok. Moreover, the nurse indicated that he had an issue with the connection to the wand and had to hold the cable at an upward angle sometimes. Additional information from a company representative revealed that a follow-up with the site confirmed there was a problem with a loose connector socket on the handheld. At the moment, a new programming wand was sent to the nurse in order to confirm the allegation of the handheld socket. Good faith attempts to obtain additional information have been unsuccessful to date.